Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted

Event description:
It was reported that outside of surgery that it was very hard to get the hose on the handpiece. The user tried it with other hoses and still had the same issue. There was no patient involvement. Due diligence is complete. No additional information is available.